Manufacturer narrative:
It was reported that the surgeon felt the subject device length was too long while implanting. When removed, the customer noticed the screw threads were delaminated. The surgeon completed the case successfully using a shorter screw with no further incident. There was no case delay and no patient pain or injury reported. The device history record for the subject device was reviewed. The device was conforming to all quality specifications upon initial release. Engineering technical review confirmed the damage to the screw threads, and noted the most likely cause to be contact between the screw thread and the screw bores on the cage due to the angle of screw insertion. The device is single-use and will be scrapped to prevent use.

Event description:
It was reported that the surgeon was implanting the screw and felt the length was too long, so they decided to utilize a smaller screw size. Upon removal of the initial screw, they noticed the screw threading was stripped in places.